Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01324.

Event description:
Allegedly, whilst using the drill the coil of the instrument unraveled making the instruments unusable. The surgery was extended greater than 30 minutes.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.